Event description:
It was reported the manufacturer representative performed longevity calculation to estimate the neurostimulator battery life. It was noted the parameters used were +-+ 450us, 3.5v, 120 hz, and 822-1007 electrode impedance but no group impedance. It was noted there was 46% stimulation use on diary, 24/7 use came out to 11 months, and 12 hrs per day use came out to 21 months. It was logged that the patient had gotten longer time from the battery than the calculation reflected. It was reported there was reading of >20000 ohms. It was logged that pairs with 3, 6, and 7 were all >20k. It was reported the patient had been using 3+4-5+ in programming. It was reported the patient saw eri first on monday afternoon of the week of report. It was logged the patient was seen in clinic the day prior to report and this was when eri was noted and high impedances were seen as well. It was then reported that the patient had been having problems for 6 months, but the manufacturer representative was unsure what was meant by that.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported an eos/eol message. It was indicated that the patient "burned through the implantable neuro stimulator (ins) more quickly than expected, though the rated was higher at 120hz and they suspected that was the reason why". It was reported that they planned to change out the ins first and then check the lead impedances and change out the lead if the impedances are off. It was stated that at the time of this report, there was no known issue with the lead. It was stated that the caller was informed of the eos when he met with the patient "around last wednesday". Additional information received reported that the patient's device had been implanted (B)(6) 2011 and it was repeated that she had electrodes that were out of impedance range "indicating a fractured electrode". It was noted that the patient had crps (complex regional pain syndrome) and used the therapy "24/7/365". It was noted that the comments made about the patient having "problems" were relative to her crps, not specifically directed toward her spinal cord stimulation system. It was reported that the patient had the old system removed and had a new scs system implanted on (B)(6) 2014. It was reported that the patient had excellent stimulation coverage and was doing fine.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).